Event description:
It was reported that patient has been experiencing a possible increase in seizure activity since changing cycling of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.